Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel. Due to this a lead safety switch was triggered. It was noted that this impedance has been gradually rising. Reprogramming of the device was discussed. This device remains in service. No further adverse patient effects were reported.